Manufacturer narrative:
Supplemental report

Event description:
Factory analysis revealed an intermittent short at integrated circuit on the returned sensor pcb board that resulted in the reported issue.

Event description:
The customer reported the device restarts and then goes vent inop. The manufacturers field service engineer (fse) was able to duplicate the reported problem. A 1014 code indicates a post timer/24v failure: system has reset 3 times within the first 30 seconds of operation. The fse replaced the sensor pcba to correct the reported problem. The customer reported no patient involvement therefore no patient harm. The device passed all manufacturers required testing.

Manufacturer narrative:
The manufacturers field service engineer replaced the sensor pcba.